Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device experienced a charge shock failure. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit was experiencing a charge shock failure. Based on the noted issue, the rse advised the customer that the capacitor would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a charge shock failure. There was no patient involvement.